Event description:
Olympus was informed that during an endoscopic retrograde cholangiopancreatography, the user was attempting to extract a 2 cm stone. The first two extraction balloons popped inside the pt but were able to be removed. A non-olympus lithotripsy basket was utilized but was not successful at removing the stone. A third extraction balloon was deployed. The balloon catheter fragmented during extraction and a piece of the balloon catheter was noted in the pt's bowel. Forceps were used to retrieve the broken piece. The procedure was completed with a non-olympus stent. The pt was in the hospital already and was moved to her room post surgery. There was no pt injury reported. No additional information was available.

Manufacturer narrative:
The handpiece has not been yet returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.